Manufacturer narrative:
No medwatch form was received.

Event description:
The ICD patient notifier was activated due to low lead impedance and low sensing without pacing. An x-thorax was performed. The lead was found perforated and was located in the pericardium. The lead was repositioned.